Event description:
It was reported that during preparation for a percutaneous transluminal coronary intervention procedure, it was noted that the packaging contained a different size guide wire. The nurse opened the pt2 guide wire light, 185cm j, 1-pack and noted that the guide wire within the package was a 300cm pt2 guide wire. The pt2 300cm guidewire was not used during the procedure and did not enter the patient's body. The procedure was successfully completed with another pt2 185cm guide wire. No patient complications were noted and the patient's condition was reported as "stable".

Manufacturer narrative:
(B)(4).